Manufacturer narrative:
(B)(4). Section g4: the iw990aea wall mount infant warmer is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971441. Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in germany reported that the iw990agu wall mount infant warmer is displaying error code 17. There was no reported patient involvement.